Manufacturer narrative:
No product has been returned for evaluation. Radiographs provided confirmed the alleged event. No root cause can be confirmed at this time. Labeling review: warnings " metallic implants can loosen, fracture, corrode, migrate, or cause pain." Product remains in-situ.

Event description:
Received information that alleged patient will undergo a revision procedure due to a magec rod malfunction.